Event description:
It was later reported that "implant pushed upward."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat, calcification, deformation, wear abrasion and overweight. Cloudy was observed after autoclave disinfection process. The weight report is attached, which shows that within the process it is within the range of the specified weight. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture unknown baker grade. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "visible ripples can be seen medially and laterally, particularly when [patient] leans forward." Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "visible ripples can be seen medially and laterally, particularly when [patient] leans forward." The device was explanted.